Manufacturer narrative:
The customer¿s complaint that an infusion of precedex (dexmedetomidine) and fentanyl infused faster than expected was not confirmed or replicated during testing ¿there were no obvious programming errors on either pump module that would result in the reported event. ¿the customer¿s returned primary sets were measured for concentricity / dimensional analysis and was found to be within specifications for ID and wall max which would not result in an over infusion. ¿rate testing and internal/external inspection performed on the returned pump module s/n 14500899 found the device to be in good working condition and delivering fluid within specification. ¿rate testing and internal/external inspection performed on the returned pump module s/n 13726328 found the device to be in good working condition and delivering fluid within specification. The root cause of the customer¿s experience that pump modules infused faster than expected was not identified.

Event description:
It was reported that in the adult critical care on (B)(6) 2019 at 23:27 a primary precedex 400mcg/100ml bottle was programmed for a dose of 1.1mcg/kg/hour to infuse at a rate of 24.1ml/hour for a duration of approximately 4 hours while using pump module "b". The precedex rate was verified at 00:00 on (B)(6) 2019 and the nurse went on a break at 00:31. Upon returning from the break the nurse was notified by the relief nurse that the precedex bottle needed to be changed at 00:37 which was much sooner than expected. At the time, there was also a propofol 100ml bottle infusing via pump module"d" at 21.7ml/hour. The patient was assessed to find no changes in vital signs and was found to be hemodynamically stable. The lead rn and the rn investigated the device, the tubing set and the patient for a fluid leak in which nothing was found. The patient was monitored hourly and no further issues were noted. Approximately at 04:30 on (B)(6) 2019, the rn decided to review the primary fentanyl 2500mcg/250ml IV infusion infusing at a dose of 175mcg/hour via pump module "a", from the back of the orange locked container and identified that the fentanyl IV bag had approximately 23ml remaining which was much less than the expected 100ml. The rn notified the duty nurse administrator and it was decided to replace the pcu and pump modules. The fentanyl IV bag and tubing set continued to infuse on another pump module until 06:34 when the IV bag was replaced with a new one. The tubing set was sequestered at that time. The customer further stated that there were no adverse effects caused to the patient from the events.

Manufacturer narrative:
Concomitant medical products: four used curos caps; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. The event reportedly occurred in the adult critical care unit, therefore it is presumed that the patient was an adult patient.

Event description:
It was reported that in the adult critical care on (B)(6) 2019 at 23:27 a primary precedex 400mcg/100ml bottle was programmed for a dose of 1.1mcg/kg/hour to infuse at a rate of 24.1ml/hour for a duration of approximately 4 hours while using pump module "b". The precedex rate was verified at 00:00 on (B)(6) 2019 and the nurse went on a break at 00:31. Upon returning from the break the nurse was notified by the relief nurse that the precedex bottle needed to be changed at 00:37 which was much sooner than expected. At the time, there was also a propofol 100ml bottle infusing via pump module"d" at 21.7ml/hour. The patient was assessed to find no changes in vital signs and was found to be hemodynamically stable. The lead rn and the rn investigated the device, the tubing set and the patient for a fluid leak in which nothing was found. The patient was monitored hourly and no further issues were noted. Approximately at 04:30 on (B)(6) 2019, the rn decided to review the primary fentanyl 2500mcg/250ml IV infusion infusing at a dose of 175mcg/hour via pump module "a", from the back of the orange locked container and identified that the fentanyl IV bag had approximately 23ml remaining which was much less than the expected 100ml. The rn notified the duty nurse administrator and it was decided to replace the pcu and pump modules. The fentanyl IV bag and tubing set continued to infuse on another pump module until 06:34 when the IV bag was replaced with a new one. The tubing set was sequestered at that time. The customer further stated that there were no adverse effects caused to the patient from the events.